Event description:
Additional information was received from the patient. They reported that they received their new recharger and needed help with getting it connected, which with troubleshooting was successful. They also reported that they were having to pee all the time since december, because they were unable to charge. They reported that they would charge the ins once the recharger was charged. On 2025-jan-15 the patient reported that the sensation was felt only while recharging, that a layer of clothing that was where the entire surface was covered was used, but that did not resolve the issue. They indicated that belt was not used. They reported that getting the new recharger resolved the issue. They also reported that the 1707 error code was also resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that recharger showing 1707 code. Patient states last night patient was charging implanted neurostimulator and felt an electrical charge in the recharger and then the numbers went down on the recharger from 80% to 70% and patient could feel the electrical charge in the buttock where the implant is. Agent asked if patient was leaning against the back of a chair or anything and patient states they was laying against the bed with the charger in underwear. Patient confirmed communicator was off when this happened. Agent reviewed electromagnetic interference (emi) considerations. Patient was able to dismiss the code on the programmer. Patient tried to connect to implant but the recharger was beeping. Patient mentioned they are deaf so they do not hear the tone. Agent had patient close out of all running applications on the handset and try to connect again. Patient reported seeing recharging is inactive. Patient reset the recharger , close and open recharging app and tried to start a recharging session. Patient got the same error code and had to hold down the power button for 20-30 seconds to reset the charger. Recharger then showed 3167 code. The issue was not resolved through troubleshooting. Patient mentioned they use a dna vibe machine that helps heal injured areas but does not use it while charging. An email was sent to the repair department to replace the recharger. Pss called patient back to discuss the dna vibe machine . Patient states they use it on the lower back and not near the implant. Pss redirected to doctor if there is still an issue after receiving the recharger replacement

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated that the electrical charge sensation was only felt during a recharge session, a layer of clothing was used, and the belt was not used. The patient stated the use of the layer of clothing resolved the sensation. The patient stated they removed the recharger and the issue had been resolved. To resolve the 1707 error code, the patient called for assistance the issue had been resolved.